Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. One used ls1500 ligasure device was received, and examination of the returned sample confirmed the reported issue. Testing of the device found it would not activate when the button on the handle was pressed, but would activate normally when a footswitch was used. When the device was disassembled, blood and eschar was found within the switch of the button, which may have caused the activation button to stick when pressed. The investigation identified the cause of the issue to be improper cleaning and maintenance of the device. Review of the device history records for this lot found no potentially contributing factors from the manufacturing process, and no trend is associated with this issue.

Event description:
The customer reported that during a laparoscopic gastric bypass, the activation button of the device was sticking. Another device of the same type was used to continue the procedure. No patient injury occurred or medical intervention required.